Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that gradually over the span of (B)(6) 2018 the mini strokes increased in frequency and the symptoms worsened. There was no change in their daily activities. The patient's device was reprogrammed to a different setting "c", this caused adverse events such as inability to swallow, an inverted left foot, voice problems, and pain and suffering. It took a month to rehab. No further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was intermittent stimulation and the ins was off. It was stated that the patient's charge levels were good, they charged between 38 minutes to 1.5 hour and the charge level has not gone to zero. The patient did report the ins was off when recharging. There was an event that it was within a half hour that they described stimulation turning off and the dystonia getting worse. They described it as a mini stroke. There were no falls or trauma reported, the patient might be confused and indicated this occurred yesterday. There was 15 to 20 seconds of pulling in jaw, which occurred when the patient gets turned on for stimulation. This same issue happens when doing an impedance test. The patient was in the hospital. They have been having a foot inversion that was not normally present, so something was going on. Over the course of five days since (B)(6) 2018, the patient has had twenty episodes of facial pulling, which is what the patient experiences when the ins is turned on and off. The battery has been off 18% of the time between (B)(6) 2018 and (B)(6) 2018. The hcp speculated that the patient has been having difficulty because of the stimulation being off for a while. The patient's impedances were normal. It was also reported there was a discrepancy in the recharging frequency, sometimes it would take 15-20 minutes but normally it takes an hour and twenty minutes. This was speculated to be from the ins being off. The ins was also reported to be off on (B)(6). It was reported with dbs reprogramming they were able to get the left foot inversion to decrease some so they had an easier time walking. Additional information was received from the patient stating they went through airport security on (B)(6) 2018. The settings were decreased on monday and they had no further events of feeling the battery was going off/on following the 24 hours. They went down on both sides in amplitude so it was unclear what exactly was going on but as long as they felt better that was what was important. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional stating the reported issue was not a mini-stroke. They could only determine the patient's dbs was off for a period of time. The intermittent stimulation, ins being off, and patient symptoms were re solved.